Event description:
My (B)(6) husband had a stroke on (B)(6) 2018 that has left him with broca's aphasia. He has a mechanical aortic valve (on-x valve) that was placed (B)(6) 2013 and was on warfarin using the at home coaguchek xs pt test strips (lot 30497423). His reported inrs had been within his goal of 1.5-2.5 per the machine. The recent recall of the test strips is concerning that his inr reports may have been incorrectly high and that the non-therapeutic inr may have directly led to a thrombus and therefore his stroke.